Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the surgeon was trying to insert the device during a knee arthroplasty procedure. The device was struck with a mallet. Attempt for further information has been made, but no further information has been provided.

Event description:
It was reported that the surgeon was trying to insert the device during the trailing process of a knee arthroplasty procedure. The device was struck with a mallet and cracked. The trial was intact when it was removed from the patient and no pieces were retained. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional confirms that the device exhibits signs of repeated use like nicks and gouges and fractured on the medial side of the post. All pieces were returned for evaluation. Device history record was reviewed and no discrepancies were found. The root cause of this event is considered to be misuse as the surgeon impacted the provisional with mallet. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.